Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose in (B)(6) with blood glucose of 600 mg/dl at the time of the incident and 72 mg/dl was the current blood glucose level. The other blood glucose level of the customer was 300 mg/dl and 400 mg/dl. The customer was treated with manual injections. The customer was not wearing the insulin pump at the time of the hospitalization. The insulin pump will not be returned for analysis.